Manufacturer narrative:
There was no device returned as part of this complaint. The returned pad-pak 03 was 1 of (B)(4) manufactured on 23rd february 2015. (B)(4) of these units were dispatched to (B)(4). The returned pad-pak was inserted into a sam 500p test device. The device failed to power on and no status led was present. The pad-pak was measured and the measurements taken are consistent with the device failing to power on or to display an illuminated status led. The pad-pak was disassembled for investigation. Upon visual inspection a metal tab connecting the battery cells had become detached. This caused there to be no voltage output and resulted in the device failing to power on and a lack of a flashing green status led. Investigation found the reported fault can be attributed to a faulty pad-pak.

Event description:
There was no patient involved in this event. Pad-pak failed to power up device on installation.